Manufacturer narrative:
Not returned to manufacturer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing syncope and bradycardia. When attempting to interrogate the pacemaker, telemetry could not be obtained, and the device could not be interrogated. The cause of the syncope was unknown. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.